Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). Customer stated that the algo would not power on after moving the device to another location. Technical service suggested to turn off green power switch at the base of the column and to ensure the power cords were secured to the isolation transformer, dsp, and panel pc. She noted that the power cords were secured. It was suggested to turn on the green power switch on the cart column. She noted that the system still did not power on. She was asked to confirm if the power switch on the isolation transformer was in the "on" position. At this point she noted that she received a shock (on ring finger) when she touched one of the black power cords to the isolation transformer, and that the device now powered on. Technical service suggested to turn off the green power switch to the column and to confirm again if all the power cords were full seated and secured, and that the power cord from the wall outlet to the cart was not damaged. After confirming all cords were fine and secured, she powered on the device without issue. She was informed that if she did not feel comfortable in using the device to stop until we have the issue rectified/confirmed with administration. She noted that she would finish screening remaining patients and call back later to provide an update. Per hazard ID 2.1 of (B)(4) - algo 5 risk analysis, the risk is considered low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Installed: (B)(6) 2020. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. There are no related CAPA's for this issue. Device history record - 05-apr-2022. DHR was reviewed and no related faults/issue found. Document (B)(4), production order number: (B)(4). Service record review 05-apr-2022. This serial number has not been returned previously for service or repair. Will determine if further service review is needed when additional information is received from customer about the event. Ae questionnaire was forwarded on to the customer further investigation to be carried out.

Event description:
Algo 5 dsp box assembly will not power on. A customer received a shock while troubleshooting power issue for their algo 5.

Event description:
Algo 5 dsp box assembly / pwr cable, 1meter, 10a, 250vac / isolation transformer, isb-60w - will not power on. Staff received shock from device.

Manufacturer narrative:
Follow up report 001 ref to natus complaint (B)(4). Customer responded to ae questionnaire as below: user received a shock to the palm of their hand, felt a tingly sensation and an uncomfortable feeling after. No medical intervention required. Procedure was on (B)(6)2022. Customer stated it was the initial use of the device. Service technician clarified the entire system didn't turn on initially. Engineering confirmed receipt of the algo 5 system and the investigation results were documented as follows: root cause/probable root cause: the customer routed and secured the power cords different than the example shown in the assembly/installation instructions. One of the power cords (the internal mains power cord) was routed too close to one of the wheels, allowing the wheel to rub on the internal mains power cord when the device was moved. This rubbing eventually wore through the jacket of the internal mains power cord and through the insulation of the internal wire, to the extent that the conductor of that internal wire was revealed and could be touched. Recommended actions: recommended action is to update the assembly/installation procedure p/n 016026 by adding the following into step 15 (on page 10) ... "Note: ensure that all power cords are routed and secured such that they cannot make contact with any of the wheels." Ecr#(B)(4). Created to update part# 016026 - algo 5 assembly and installation instructions, w/ onyx-1721 panel pc. Faillure confirmed: yes. Closure rationale: complalint verified, correction deferred to future product release. Low safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.